Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer experienced issues with the insulin pump not turning on. The customer experienced a blank display despite changing the batteries. The customer's blood glucose was 11 mmol/l. Troubleshooting was done. The customer stated there was no physical damage to the insulin pump. The customer stated the battery compartment and the spring were neither damaged nor corroded. Advised that replacement battery cap would be sent. Advised to insert a new aaa alkaline battery and to revert to a back-up plan per healthcare provider's instructions if the display did not return until the battery cap arrived.